Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the system did not recognise the handpiece during a cataract procedure. The case was completed by extracapsular cataract extraction technique. There was no harm to the pt.